Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently did not include that the devices were discarded. Type of investigation, corrected data: initial report inadvertently did not include code ¿b18¿.

Event description:
The explanted generator and lead were discarded.

Manufacturer narrative:
B5 describe event or problem, corrected data: supplemental #01 report inadvertently left out relevant information b6 relevant tests/laboratory data, including dates, corrected data: supplemental #01 report inadvertently left out relevant information d9 device available for evaluation?, corrected data: supplemental #01 report inadvertently left blank h3 device evaluated by MFR?, , corrected data: supplemental #01 report inadvertently did not select 'yes' h6 adverse event problem, corrected data: supplemental #01 report inadvertently coded 'b18' for type of investigation instead of 'b01' and forgot to code 'd1101' for investigation conclusions.

Event description:
Additional details received noting that during a new patient implant, the surgeon let a resident insert the lead pin into the generator and tighten the torque screw but they were unable to hear the clicks. They attempted to unscrew the lead, but the screw would not unscrew and lead was pulled very hard and stripped with wires detached. The lead and generator were removed and not implanted and were returned for product analysis. The electrical tests performed in the pa lab found that the generator was at an ifi (intensified follow-up indicator) = no condition. The battery voltage was measured at 3.545 volts. The generator not being able to torque was not duplicated in the pa lab. No burred or stripped threads were observed on the setscrew or the negative connector block of the pulse generator. The returned setscrew socket shows mechanical wear (damage) and a partially stripped socket, due to the torque wrench not fully inserted into the setscrew socket, which may have been a contributing factor for the allegation of ¿mechanical problem unable to torque setscrew¿. Other than the setscrew issue, there were no performance, or any other type of adverse conditions found with the pulse generator. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Other than the noted large boot detachment, which was caused by the user, no other obvious anomalies were noted.

Event description:
It was reported that during an implant surgery the generator setscrew was not able to be tightened correctly, when the surgeon attempted to back out the setscrew, the setscrew could not be loosened. When the surgeon attempted to remove the lead from the generator, the insulation on the lead became stripped, so the surgeon decided to remove the entire generator and lead and implant new devices. The suspect devices have not been received by the manufacturer to date. No additional relevant information has been received to date.